Event description:
It was not possible to recognize the telemetry head by the subject programmer despite several attempts with different heads. An error message remained displayed. Explanations are required.

Event description:
It was not possible to recognize the telemetry head by the subject programmer despite several attempts with different heads. An error message remained displayed. Explanations are required.

Manufacturer narrative:
In-depth investigations were performed and confirmed the link between the reported issue and the observed polluted connectors found on the central processor unit board

Event description:
It was not possible to recognize the telemetry head by the subject programmer despite several attempts with different heads. An error message remained displayed. Explanations are required.